Event description:
It was reported that during a procedure, the c3 nav variable lasso catheter's deflection mechanism snapped during manipulation in the left atrium. The physician noted the sensation of the wire snapping in the handle and the mechanism becoming loose. The catheter was replaced and the case was completed with no issue. No patient injury was reported. The complaint reported was not indicative of a reportable event. During visual inspection of the returned complaint catheter on (B)(6) 2013, it was noted by bwi failure analysis lab that the anchor window was partially detached from the tip. This condition was not reported by the customer. The electrode ring damage condition is indicative of a reportable event, thus marking (B)(6) 2013 as the alert date for this report. Further information was requested in regards to the received catheter condition. Additional information provided stated that the user was did not note if this catheter condition prior or after the catheter use. The physician managed to easily remove the catheter into the sheath and from the patient. The catheter used was a new catheter. The type and size of the sheath used in conjunction with the catheter was non bwi sheath (8.5f sjm sl1). No difficulty was reported while using this catheter that might have caused this catheter condition. Nor was this condition noted prior to sending the catheter back to bwi. There was no patient injury reported related to this complaint.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).

Manufacturer narrative:
Evaluation summary: (B)(4). It was reported that during a procedure the c3 nav variable lasso catheter's deflection mechanism snapped during manipulation in the left atrium. The physician noted the sensation of the wire snapping in the handle and the mechanism becoming loose. The complaint reported was not indicative of a reportable event. During visual inspection of the returned complaint catheter, it was noted by bwi failure analysis lab that the anchor window was partially detached from the tip. This condition was not reported by the customer. The electrode ring damage condition is indicative of a reportable event. As this catheter was returned for lasso catheter deflection mechanism, a deflection and contraction tests were performed. The catheter failed the deflection test. The catheter did not get stuck during the analysis. Further examination revealed that the t-bar had slid down from its place and it was found folded as well. These created a space which weakened the anchor window area, causing the pu to either peel off or crack. An internal corrective action regarding the t bar falling issue has opened to investigate this issue. The device history record (DHR) for this particular lasso catheter lot was reviewed and no anomalies were found. The DHR review also verified that the device was manufactured in accordance with documented specifications and procedures and passed all required release criteria. In addition, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The reported initial complaint regarding catheter deflection mechanism was confirmed.